Event description:
It was reported that the rv (right ventricular) lead was explanted due to inappropriate shocks, high lead impedance, and a fracture confirmed via x-ray. No patient complications were reported as a result of this event.